Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer reset the pump before contacting support, and the malfunction did not recur afterward. Technical support advised the customer to continue using the pump and to call back if the malfunction reoccurred, which the customer acknowledged and understood.